Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/31/2017. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a veterinarian that an animal underwent a spay procedure on (B)(6) 2017 and suture was used. Following the procedure, the knots stayed intact but the suture broke post-operatively. No additional information was provided.